Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. The middle (enter) keypad button is cracked. Not only that the whole front side of the unit is scuffed up including the lcd window.

Event description:
Customer¿s mom reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated display returned after insulin pump restart. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.